Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an optical sensing module failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit checked optical sensor module and all connections and wiring. Ran fiber optic test and all ok carried out protocol checks and no faults found. Unit cleared for clinical use.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) had an optical sensing module failure. There was no patient harm reported.